Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient suffers from spasms and dystonic crisis which seems to be triggered by the recharging process. The spasms start immediately after recharging the ins has started. There were no known contributing factors. Troubleshooting the issue is ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the symptoms while recharging was that it was psychological. The patient experienced the symptoms when they were told the ins was being charged even though it was not. No further actions or interventions were planned.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient was implanted for dystonia. The dystonic crisis appears to be severe. The patient's ins was at 50% and needed to recharged. A physician recharge mode was tried on the ins and this triggered an even more sever dystonic crisis. It was stated that they were able to change the stimulation parameters without strong negative effect. It was stated that this issue looks like an effect toward signal stability. The patient's healthcare providers are discussing if they think performing a revision and changing the ins is right for the patient.